Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the ruby coil kinked while advancing into a lantern delivery microcatheter (lantern), the ruby coil was not used in the procedure. The procedure was completed using two new ruby coils and the same lantern. There was no report of an adverse effect to the patient.